Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, increased thresholds during a computerized tomography (CT) scan. If was further reported that rv was "not tied down well against the myocardium". The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.